Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is before/approaching the indicator signifying that it the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited possible premature battery depletion. The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. During the analysis of the returned device the failure on the hybrid disappeared. Analysis of the device memory showed the battery is before/approaching the indicator signifying that it the time for device replacement. Hybrid analysis confirmed the reported high in can current drain measurements via bench analysis. Due to the fault condition clearing during analysis, the source of the excessive current drain was not identified. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is before/approaching the indicator signifying that it the time for device replacement. If information is provided in the future, a supplemental report will be issued.